Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to dislodgement. It was identified in the ER and a new lead was inserted because the physician was unable to reposition the lead. No additional adverse patient effects were reported.